Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following a successful implant of this transcatheter bioprosthetic valve, the patient was in the intensive care unit (ICU) recovering for approximately 30 minutes and suddenly died. The cause of death is unknown. It is unknown whether the valve caused or contributed to the patient's death. No autopsy will be performed.